Manufacturer narrative:
Product has not been returned yet. Pending evaluation.

Event description:
Customer observed nacl solution between the axis and the plastic base. (No contact with the patient).

Event description:
Customer observed nacl solution between the axis and the plastic base. (No contact with the patient).

Manufacturer narrative:
This MDR is a folllow-up to the initial MDR 1645362-2017-00007. This product has been returned to ibc. It was determined the procued had a crack in the base along the shaft.